Manufacturer narrative:
(B)(4).

Event description:
On 09/23/2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepants for na, k, cl, tco2, ica, bun, and hct on a patient. There was no additional patient information at the time of this report. Customer is returning product for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/21/2015. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na